Event description:
Reportedly, during device follow-up on (B)(6) 2023 the programmer froze during sensing test. After several attempt to press the emergency button the test was aborted and the device switched to emergency mode. An additional interrogation to reprogram the initial parameter was performed. At the end of the session the programmer crashed again. After several non-successful attempts to switch off the programmer the battery was removed.

Manufacturer narrative:
H11. Corrected data: g3.3 date received by manufacturer:changed to 29/08/2023 as r&d analysis finished b5.5. Describe event or problem: corretcion of some typos please refer to the attached final analysis report.

Event description:
Reportedly, during device follow-up on 13 july 2023 the programmer froze during sensing test. After several attempt to press the emergency button the test was aborted and the device switched to emergency mode. An additional interrogation to reprogram the initial parameter was performed. At the end of the session the programmer crashed again. After several non-successful attempts to switch off the programmer the battery was removed.